Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Device remains implanted.

Event description:
Following a right total knee arthroplasty, post-operative x-rays showed the knee to be in varus. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of device history records show that lot released with no recorded anomaly or deviation. Analysis of data logs found pods were conforming on all test stations. Femur component positioning appears to be in significant varus as per assessment of an independent radiologist, although this could not be confirmed as a long standing x-ray was not provided, which prevented identification of the mechanical axis. Investigation was led to evaluate instrument stability and femur registration accuracy. No confirmation of any root cause could be identified to explain this error.